Manufacturer narrative:
In this case, the reported the returned device analysis was unable to confirm the reported broken shaft at the curve area. The distal shaft however, was noted to be deformed (kinked) at the distal curve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated and a cause for the reported distal curve (shaft) break/ deformed (kinked) distal curve of the sgc cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was advanced into the anatomy. When the clip was closed at the intended location, the posterior leaflet was torn. It was also noted upon removal of the steerable guide catheter (sgc) the curve was broken. The patient was then transferred to mitral valve replacement surgery. The patient was noted to be stable.